Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture on interrogation. The lead was found to be dislodged and as a result another procedure was performed to reposition the lead. The patient did have reports of pain at the implant site, but no additional adverse effects were reported. As no further information concerning this report is expected, our investigation is complete. The investigation will be updated should additional information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.